Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site as well as an infection. Subsequently the patient was placed under general anesthesia (date not reported) and the excess skin was excised. During the same procedure, the patient was administered a steroid injection, as well as placement of a longer abutment. The patient was also prescribed an oral antibiotic due to infection at the abutment site. The implanted device remains.